Manufacturer narrative:
Continuation of d10: product ID 97715, lot#/serial# (B)(6), implanted: (B)(6) 2022, product type implantable neurostim ulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the implant was interrogated on (B)(6) 2024 and eri was showing with 81% battery life. They spoke with technical support and said if the battery hits a certain voltage, eri will be triggered and there was no way to turn off eri. The pt uses a very high intensity and doesn't want a rechargeable and understands that a non-rechargeable device at their stimulation intensity will last only 10 months or less. Rep noted impedances were good so they tried reprogramming. Rep noted the implant was still showing eri and spoke with the hcp since the battery is only over a month old. Hcp will not go back and replace anything since everything looks good other than eri. Rep noted the eri was considered normal based on the patient's settings.

Manufacturer narrative:
Continuation of d10: product ID: 97715, serial#: (B)(6), implanted: (B)(6) 2022, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the caller reported that the ins battery reached eri. The caller indicated that the patient's ins has been replaced once every year. The caller claimed that the patient does not make any therapy changed and they have used the same therapy parameters on previous inss. The caller indicated that the impedances were normal at the time of the ins replacement. The caller asked why it reached eri now. The caller did not have any information about the therapy parameters. The caller was not with the patient. No symptoms were reported. The rep called back with the patient and reported that the patient's impedances are all "normal" within the 1000-11000 ohms rage, and the same as they were with the previous battery. Rep states that the patient's primary cell battery usage is showing 81% and their "settings" are set the same as they were a month ago. Rep states the patient uses high intensity stimulation 24 hours per day, set to 11 or 13 intensity. Rep reports the patient has programming on electrodes 4 and 11, showing a reference impedance of 974 ohms. Rep also states the patient is showing battery voltage of 2.8v and longevity estimate of 6 months. Rep also states they see a message on the tablet in blue stating: "stimulation below amplitude, consider reducing amplitude and increasing pulse width". Ts reviewed when eri will display and advised rep to adjust programming parameters, if able. Technical services advised rep to obtain session and reports, which he will send in a reply back to this case via email.